Event description:
Device was returned to co from a foreign company rep. The device was explanted for unk reasons. No other info is available.

Manufacturer narrative:
The medwatch report that was sent on 7/15/97, stated the part number as 7404ps170. Further investigation shows that the part number is actually 7604ps178.